Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the replace system controller alarm was noted during a ventricular assist device (vad) interrogation. The system controller was exchanged for the back up system controller and the patient was given a loaner system controller to be the new back up system controller. The patient does not recall any alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via a log file extracted from the system controller during testing. The log file contained data spanning 3 days (06apr2020 ¿ 09apr2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A replace controller alarm caused by an lcd fault was observed on (B)(6) 2020 at 20:12. This fault status will only result in an alarm if it is active for a set period of time. The fault was self-corrected and did not prevent the system from operating at appropriate voltages and pump speeds. No other notable events were observed throughout the log file. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. Replace controller alarms were unable to be reproduced. The root cause of the lcd fault within the log file, triggering the alarm, was unable to be conclusively determined through this analysis. Issues related lcd fault alarms are being monitored for similar events. Incidental findings showed minor kinks in power cables, a faded serial number label, and dim green pump leds. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including replace controller alarms. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.